Manufacturer narrative:
It was initially reported that the code blue nurse call alert was not routing to a wireless device on the 4th floor nicu unit; no patient injury or impact to patient care occurred. The voalte® nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. Secondary notification calls are routed to the wireless device based on the recognized and configured user ID. Investigation of the issue verified that the nurse call code blue alert was routing/escalating to the customer¿s wireless device system appropriately and found that one nurse was correctly getting the alert and the second nurse (associated with the event) was not. Further troubleshooting determined the issue was how the second nurse configured\logged into the system and the settings needed to be corrected to resolve the issue. No further customer assistance was required. Based on a retrospective review and lack of information related to the settings and logging in (facility¿s decision vs. Product/configuration issue), hillrom is reporting the event of a missed secondary code blue alert due to being likely to cause or contribute to death or serious injury, if it was to recur. The complaint investigation is ongoing. Follow up information regarding the investigation and root cause will be provided in a final report.

Event description:
It was reported that the code blue nurse call alert was not routing to a wireless device on the 4th floor nicu unit; no patient injury or impact to patient care occurred. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
It was reported that the code blue nurse call alert was not routing to a wireless device on the 4th floor nicu unit; no patient injury or impact to patient care occurred. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was initially reported that the code blue nurse call alert was not routing to a wireless device on the 4th floor nicu unit; no patient injury or impact to patient care occurred. The voalte® nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. Investigation of the issue verified that the nurse call code blue alert was routing/escalating to the customer¿s wireless device system appropriately and found that one nurse was correctly getting the alert and the second nurse (associated with the event) was not. Further troubleshooting determined the issue was how the second nurse configured\logged into the system and the settings needed to be corrected to resolve the issue. Due to the age of the complaint we were unable to obtain further information. However it was confirmed the issue was due to the third party wireless software. Hillrom device sent the appropriate alerts. Based on the confirmation that our device operated correctly and the third party device was configured incorrectly this does not meet the criteria of a reportable event for the hillrom device.